Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a stored ventricular episode. Technical services (ts) analyzed device episode data and found that five shocks were attempted but aborted due to a high voltage detected. One shock was delivered at a lower voltage, but neither it nor anti-tachycardia pacing (atp) was successful in converting the rhythm. The rhythm later self-terminated. The right ventricular (rv) lead shock impedance was below 20 ohms during the lower voltage shock, which was low out of range. Ts advised device and lead replacement. The rv lead was not manufactured by boston scientific. This ICD was explanted, and the rv lead was surgically abandoned. Both were replaced. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies or arc marks on the device case. Review of device memory found a shorted lead error had been recorded. Memory also showed this was followed by four high voltage during charge errors. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy and deemed to be due to the environment outside of the device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a stored ventricular episode. Technical services (ts) analyzed device episode data and found that five shocks were attempted but aborted due to a high voltage detected. One shock was delivered at a lower voltage, but neither it nor anti-tachycardia pacing (atp) was successful in converting the rhythm. The rhythm later self-terminated. The right ventricular (rv) lead shock impedance was below 20 ohms during the lower voltage shock, which was low out of range. Ts advised device and lead replacement. The rv lead was not manufactured by boston scientific. This ICD was explanted, and the rv lead was surgically abandoned. Both were replaced. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation.